Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was shifting under the skin. The patient underwent an ipg repositioning procedure and was doing well post operatively.